Event description:
On (B)(6) 2012, the reporter claimed the patient had very high blood glucose reading in the 500 mg/dl after the patient utilized the same site for 4 - 5 days and found a bent cannula issue. The reporter was concerned that the occlusion alarm feature on the animas pump is not functioning since there was in warning when the bent cannula issue began. Reportedly, the patient required hcp treatment at the hospital and discontinued insulin pump usage at the time of concern. During troubleshooting, the animas representation explained that the occlusion alarm may not occur if a small amount of insulin can get through the cannula. There was no product misuse. The reported issue was resolved with training. This complaint is being reported because the patient had elevated blood glucose of 500 mg/dl and required hcp medical intervention while on insulin pump therapy. It is not clear whether the incident was attributed to diabetes management, use error, or intentional misuse. Hence, this complaint is being reported. The product was not requested back for investigation since the issue was resolved with training.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted (B)(4) 2013: the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: no defect was found. The pump was exercised for 24 hours, no alarms duplicated during testing. The force sensor calibration reading is within specification. When an "occlusion" was created by clamping off infusion tubing, the pump gave the appropriate visual and audible alert. Opened the pump to investigate, no damage was found to the force sensor or on the power circuits. Daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump ran and passes a 29 hrs flow accuracy test and found to be delivering within required specification. Reported failure date is overwritten in the black box, no "occlusion" alarms or any sign of high force observed in the available data. Pump powers up normally, performed "ez-prime" steps successfully.